Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and not visible foam particles were observed. Additional failures observed pca burned, solution pollution ds2. The device was scrapped. Error code was found. Device has been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.